Manufacturer narrative:
(B)(4). Results of eval: (endoleak), (disease progression, short and dilated aortic neck). Conclusion: (disease progression, short and dilated aortic neck).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm approx 8.5 yrs ago. The aortic neck was short and conical in shape. It was reported that at a CT performed approx 50 months post-implant, it was noted that there may have been a type I endoleak (MFR report # 2953200-2007-00394). The aneurysm was 5.2 cm in diameter, and there was extensive mural thrombus and some contrast within the aneurysm sac. The iliac limbs were patent. Approx 7 yrs post-implant, the physician elected to intervene by first placing a renal stent via the arm and then implanting a talent converter and a talent aortic cuff (MFR report # 2953200-2011-01427) over the renal stent to achieve a proximal seal successfully, followed by performing a femoral-femoral bypass. Approx 1 month ago, it was noted that there was a proximal type I endoleak and that the aneurysm was 7.2 cm in diameter. The aortic neck was less than 1 cm long and 25 - 26.5 mm in diameter. The endoleak was attributed to the short and dilated aortic neck and disease progression. The pt is not a surgical candidate. The physician elected to intervene by placing a cuff proximally, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.